Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and high blood glucose level. The customer reported other blood glucose value such as 259 mg/dl. The customer assisted with troubleshooting for guardian sensor. The insulin pump will not be returned for analysis.